Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in excellent condition. The investigator filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (alarm failure) was confirmed during testing. The product problem occurred because the membrane switch (faulty) only worked intermittently. The problem source of the reported product problem was a manufacturing defect. This was attributed to the supplier of the part. This was established as the root cause. The faulty membrane switch was replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) failed an alarm test. The product problem was observed during preventive maintenance. There was no patient involvement.